Event description:
It was reported by a patient representative that the patient was hearing a high/low patient alert tone couple hours. The same day, the patient presented to the emergency department and it was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes and noise was observed. Additionally, it was noted that there was high/undefined impedance on the rv lead, possible oversensing of non-physiologic noise with inhibition of pacing noted on stored electrograms (egm), and it was noted that the rv lead was fractured. Lastly, it was noted that the patient had a fall a few days prior. Device detections and rv sensing were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.